Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Testing in each vector found measurements were out of range with the proximal coil in the shocking vector. A 1.1 joule energy shock was delivered in triad configuration and 60 ohm measurement was observed. The shock configuration was programmed to distal coil to can and the system will continue to be monitored. Defibrillation threshold (dft) tests were being considered and may occur at a later date. No additional adverse patient effects were reported.